Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker device was programmed to right ventricular (rv) lead only due to left ventricular (lv) lead was fractured. To date, this lead remains in service. No adverse patient effects were reported.